Event description:
It was reported by service report that the nurse call system on the bed was not operating correctly. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Hospital nurse call system was changed causing the original settings in the bed not to work properly.